Event description:
It was reported that there was no fluid flow through a small volume infusor. The issue was identified when the patient, who had received the infuser, contacted the hospital two days later reporting no apparent change in the bladder. The device was filled with fluorouracil and 5% dextrose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.